Manufacturer narrative:
One sample identification (sid) barcode label was mis-read by an atellica sample handler. Sid "(B)(6)" was read as "(B)(6)". There was no workorder for the mis-read sid (B)(6).the same sample was loaded onto an alternate atellica sample handler where the sid was read correctly and acceptable test results were obtained. Siemens is investigating this event.

Event description:
One sample identification (sid) barcode label was mis-read by an atellica sample handler. Sid "(B)(6)" was read as "(B)(6)". There was no workorder for the mis-read sid (B)(6). The same sample was loaded onto an alternate atellica sample handler where the sid was read correctly and acceptable test results were obtained. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The initial MDR 2517506-2023-00103 was submitted on 17-mar-2023. Additional information (04-apr-2023): siemens further investigated the issue and determined that a spectral reflection from the top of the generation 2 vessel mover manager (vmm) carriers in the atellica sample handler contributed to the sample ID (sid) misread. The tube characterization station (tcs) left camera incorrectly reported the patient sample barcode due to the spectral reflection causing a shift in the digits of the sid. The sample barcode format was codabar without check digit and this also contributed to the misread. The cause of the sid misread is a spectral reflection from the generation 2 vessel mover manager (vmm) carriers and the use of a codabar sid format without check digit. The analyzer is performing according to specifications. No further evaluation of this device is required. Section h6 adverse event problem codes were updated.